Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the hole where the tracheostomy tape goes through has snapped. The reporter stated patient's mother noticed that the silicone flange on the tracheostomy was ripped as the tape was not holding it in place, unsure how this happened. The event did not affect patient care as they had a spare tracheostomy which was used.

Manufacturer narrative:
D3 - mfg establishment name. H3 and h6 codes - updated. One used device was returned for investigation. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The devices were visually inspected, and it was confirmed the flange was torn at the eyelet. During the functional testing, the attached neck flange was pulled to 20lbs and did not break. Per the custom instruction for use (IFU) in the warning section says the guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product¿s integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product. This is not a manufacturing issue. A root cause was unable to be determined.